Event description:
It was reported that on (B)(6) 2013, a 2.50x18mm xience xpedition was successfully placed in the proximal right coronary artery (rca) and the patient was discharged home the following day. On (B)(6) 2014, the patient was re-admitted to the hospital for serious chest pain. A myocardial perfusion scan showed ischemia in the anterior heart area. A revascularization was performed that same day, placing an unspecified stent in the proximal left anterior descending (lad) coronary artery and another unspecified stent in the re-stenosed rca lesion. The angina resolved on (B)(6) 2014 and the patient was discharged home without additional sequela. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, additional information was provided reporting that on (B)(6) 2014, the patient began having complaints of angina. There was no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Relevant tests/laboratory data (continued): (B)(6) 2013: ck=21 u/l, normal upper limit 150; (B)(6) 2013: ck-mb=0.2 ng/ml, normal upper limit 4.9; (B)(6) 2013: ECG=indeterminate; (B)(6) 2013: troponin I=0.03 ng/ml, upper reference limit 0.05. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of angina, ischemia, and restenosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.